Event description:
It was reported that a user experienced bluetooth connectivity issues when attempting to pair a newly applied dexcom g7 sensor with the ilet, resulting in intermittent communication failure where the dexcom app displayed readings while the ilet initially did not; after guided troubleshooting that included toggling g6/g7 settings and restarting the ilet, the ilet began displaying glucose values and pairing completed, with no alerts or alarms and blood glucose levels unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a temporary connectivity issue limited to pairing between the dexcom g7 and the ilet, with no device alarm behavior and no confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.